Event description:
The customer reported the subject device was not displaying an image. An olympus field service engineer inspected the subject device and confirmed the reported issue (image black out/ no image). There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (no image) was confirmed and found to be caused by a faulty electrical connector. In addition, service found the adhesive on the bending section cover was detached, the connecting tube was scratched, the scope connector cover was scratched, the universal cord was scratched, the universal cord was deformed, the scope connector was deformed, the bending angle in the down/left direction was out of specification, there was play in the angulation knob, the plastic distal end cover was dirty, and the adhesive around the light guide lens was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information that was received from the user facility regarding the reported issue. Correction to information provided in the initial report: correction to g3 of the initial medwatch. The aware date should be 16jun2020.

Event description:
Additional information was received from the user facility regarding the reported event (no image): the reported issue occurred while reprocessing the subject device. The customer confirmed that they follow olympus instructions for use (IFU) to reprocess the device.

Manufacturer narrative:
This report is being supplemented to correct information provided in the supplemental medwatch report. Correction to b3 and g3 of the supplemental medwatch report. The event date and the aware date should have been 12apr2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).